Event description:
Right-side late forming seroma.

Event description:
Right-side late forming seroma..

Manufacturer narrative:
The device was returned intact and functional with moderate yellowing; the device weighed 2.9g over specification.

Manufacturer narrative:
B5: describe event or problem: positive bia alcl; positive fluid results per pathology report. B6: relevant tests/laboratory data, including dates: flow cytometry: hematologic neoplasia assessment 02/21/2022. B7: other relevant history: seroma fluid.

Event description:
Positive bia alcl; positive fluid results per pathology report.